Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that a new, unused cannula has a thin piece of plastic wrapped around the guide needle, the cannula is crimped, and that the guide needle of the infusion set has punctured the cannula. No adverse event was reported. The infusion set was requested to be returned for product evaluation.